Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode with an error message indicating that patients and orders might not be current. The field service engineer (fse) troubleshot the device communication and found that the station needed to be rebooted due to a hospital information technology issue. Once the station was rebooted, communication was restored. A remote fix was performed, and the customer verified that communication was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode with an error message indicating that patients and orders might not be current. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.